Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("nickel allergy") and endometriosis ("endometriosis") in a 38-year-old female patient who had essure (batch no. 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, intestinal adhesions, nodule, retrograde menstruation and pelvic exploration (endometriosis) in july 2015. Previously administered products included for an unreported indication: vicodin, hydrocodone acetamine and hydrocodone acetamine. Past adverse reactions to the above products included drug hypersensitivity with vicodin; nausea with hydrocodone acetamine; and vomiting with hydrocodone acetamine. Concurrent conditions included pelvic pain (pelvic cramping), dysfunctional uterine bleeding, upper respiratory tract infection, headache, wheezing, dyspnea at rest (feels she cannot breathe), pneumonia, peptic ulcer, endometrial ablation since 2015 and heavy periods. Concomitant products included ibuprofen from 2009 to 2017, oxycodone since 2014 and prednisone since 2017. On (B)(6) 2008, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection") and fatigue ("fatigue"). In january 2011, the patient experienced migraine ("migraines"), nausea ("nausea"), headache ("headaches") and abdominal pain lower ("cramping related to pelvic pain/right lower quadrant pelvic pain greater in left than right/ lower middle abdominal pain"). In december 2011, the patient experienced night sweats ("night sweats"). In march 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, 9 years 1 month after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required) with rash and urticaria, endometriosis (seriousness criterion medically significant), vaginal discharge ("abnormal vaginal discharge/vaginal discharge"), hormone level abnormal ("hormonal change"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), fungal infection ("yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping related to cycles"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (total hysterectomy with bilateral salpingectomy to remove essure on (B)(6) 2017 and surgery (cervical freezing). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis, night sweats, cystitis, fungal infection, headache, dysmenorrhoea, dyspareunia, abdominal distension, fatigue, abdominal pain lower and alopecia had resolved and the allergy to metals, vaginal discharge, hormone level abnormal, migraine, nausea, weight increased, dysgeusia and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, night sweats, pelvic pain, procedural pain, vaginal discharge and weight increased to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful and long post-operative recovery, and subsequently lost her job. Since having the surgery, plaintiff's symptoms are mostly resolved. Essure procedure procedure performed without complication and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. Hysterosalpingogram - on 15-aug-2008: full occlusion of fallopian tube 18-may-2017, final pathological report: cervix with acute and chronic inflammation. Secretory endometrium adenomyosis leiomyoma, intramural.fallopian tubes with no diagnostic histopathologic changes. Post essure procedure.the fallopian tubes are ligated, normal appearance of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("nickel allergy") and endometriosis ("endometriosis") in a 38-year-old female patient who had essure (batch no: 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, intestinal adhesions, nodule, retrograde menstruation and pelvic exploration (endometriosis) in july 2015. Previously administered products included for an unreported indication: vicodin, hydrocodone acetamine and hydrocodone acetamine. Past adverse reactions to the above products included drug hypersensitivity with vicodin; nausea with hydrocodone acetamine; and vomiting with hydrocodone acetamine. Concurrent conditions included pelvic pain (pelvic cramping), dysfunctional uterine bleeding, upper respiratory tract infection, headache, wheezing, dyspnea at rest (feels she cannot breathe), pneumonia, peptic ulcer, endometrial ablation since 2015 and heavy periods. Concomitant products included ibuprofen from 2009 to 2017, oxycodone since 2014 and prednisone since 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, 9 years 1 month after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required) with rash and urticaria, endometriosis (seriousness criterion medically significant), vaginal discharge ("abnormal vaginal discharge/vaginal discharge"), hormone level abnormal ("hormonal change"), migraine ("migraines"), nausea ("nausea"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), night sweats ("night sweats"), cystitis ("bladder infection"), fungal infection ("yeast infection"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping related to cycles"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("abdominal bloating"), fatigue ("fatigue"), abdominal pain lower ("cramping related to pelvic pain/right lower quadrant pelvic pain greater in left than right/ lower middle abdominal pain") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (total hysterectomy with bilateral salpingectomy to remove essure on (B)(6) 2017) and surgery (cervical freezing). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis, night sweats, cystitis, fungal infection, headache, dysmenorrhoea, dyspareunia, abdominal distension, fatigue, abdominal pain lower and alopecia had resolved and the allergy to metals, vaginal discharge, hormone level abnormal, migraine, nausea, weight increased, dysgeusia and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, night sweats, pelvic pain, procedural pain, vaginal discharge and weight increased to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful and long post-operative recovery, and subsequently lost her job. Since having the surgery, plaintiff's symptoms are mostly resolved. Essure procedure performed without complication and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. Hysterosalpingogram: on (B)(6) 2008: full occlusion of fallopian tube on (B)(6) 2017, final pathological report: cervix with acute and chronic inflammation. Secretory endometrium adenomyosis leiomyoma, intramural. Fallopian tubes with no diagnostic histopathologic changes. Post essure procedure. The fallopian tubes are ligated, normal appearance of the uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: abdominal distension, abdominal pain lower, alopecia, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, genital haemorrhage, headache, night sweats, pelvic pain, urticaria, vaginal discharge and weight increased. Concomitant products included ibuprofen from 2009 to 2017, oxycodone since 2014 and prednisone since 2017. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash, vaginal discharge ("abnormal vaginal discharge"), hormone level abnormal ("hormonal change"), migraine ("migraines"), nausea ("nausea"), weight increased ("weight gain") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy to remove essure on (B)(6) 2017). On (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, vaginal discharge, hormone level abnormal, migraine, nausea, weight increased, dysgeusia and procedural pain was resolving. The reporter considered allergy to metals, dysgeusia, hormone level abnormal, migraine, nausea, procedural pain, vaginal discharge and weight increased to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful and long post-operative recovery, and subsequently lost her job. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: full occlusion of fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.